Event description:
Information received indicated the valve was explanted 21 days post implant due to outflow obstruction by the native interior leaflet, which had been intentionally retained at implant to maintain lv function. Postoperative echocardiography and cardiac catheter test showed the retained anterior leaflet was obstructing the lv outflow. Inspection of the valve during retrieval noted thrombus-like material attached to the device. The valve was replaced with no additional patient complication reported.

Manufacturer narrative:
The gross analysis shows the returned valve tissue, leaflets and commissures are all intact. Visual exam noted thrombotic-appearing host material that lines the outflow of two valve cusps. Results of radiography detected no evidence of mineralization in the valve. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Event review shows the surgeon reported that the native anterior leaflet, retained during the original implant procedure, interfered with valve function. Conclusion: an exact cause for the host material seen attached to the device is unk; the retained native anterior leaflet could have contributed to the reported event.